Manufacturer narrative:
The device has been requested for evaluation, but has not been rec'd. Should the device be rec'd for eval, a f/u report will be filed upon completion of the eval or if add'l info becomes available.

Event description:
Teleflex medical customer svc in another country reported an end-user alleges the stapler remained blocked (jammed) and would not release the pt's skin. This condition occurred during the ligation for a caesarean. The physician released the stapler from the pt and finished with wire. No pt injury reported.